Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal the string pulled out of the bladder support leaving it inside her vaginal cavity. She was unable to remove the bladder support on her own and went to the ER. The ER doctor removed the bladder support with forceps. She experienced discomfort from removal. She did not receive any additional medical treatment and did not experience any adverse health effects.